Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient contacted dps: she received a dps hip-tep. X-ray taken after initial implantation shows no foreign object. X-rays taken in 2023 show a foreign object. Patient is asking for the origin of the foreign object or whether it may be an implant defect. The product was not returned to depuy synthes, however radiographs were provided for review. (B)(4). Review of the radiographic evidence cannot confirmed the reported breakage of the ea delta cer insert 36idx52od as it is not possible to observed signs of a device nonconformance on the provided evidence. The radiograph shows a semicircular foreign body around the neck of the femoral stem. However, with the information available it is not possible to determine the origin of the foreign body. A manufacturing record evaluation was performed for the finished device [121701052 / 3887302] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the ea delta cer insert 36idx52od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 13-april-2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 2027-03. 5) IFU reference: IFU-78002788. Device history review : a manufacturing record evaluation was performed for the finished device [121881752 / 3768699] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date in 2023. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient contacted dps: she received a dps hip-tep. X-ray taken after initial implantation shows no foreign object. X-rays taken in 2023 show a foreign object. Patient is asking for the origin of the foreign object or whether it may be an implant defect.